Manufacturer narrative:
Patient code: (B)(6).

Event description:
It was reported to the manufacturer by the end user, per the end user, 2 staff members were moving a resident in the sling and failed to secure the left shoulder strap properly on the cradle. When the lift was moved, the resident fell out of the sling and was hanging in the air. The staff lowered the resident to the floor, at that time the resident hit her head on the floor. Resident was transported to local ER for the injuries sustained. The resident sustained a laceration and hematoma to the head and both legs were broken. Upon speaking with the facility, the staff member was unable to provide the serial number from the lift. Joerns has performed an exhausted search of the purchase history for this facility and was unable to locate the reported lift model being sold to the facility. As a result of the lift serial number not being provided or being able to locate the lift model in the sales history, we are unable to positively identify the lift in question. Complaint# (B)(4) was entered into our system.